Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MDR: 2134265-2014-02116, 2134265-2014-01970, and 2134265-2014-01972. It was reported that the patient died. In (B)(6) 2010 the patient presented with shortness of breath worsened with exertion and interscapular back pain and stable angina. A de novo lesion located in the 2nd obtuse marginal artery with 80% stenosis and was 40 mm long with a reference vessel diameter of 2.25 mm was treated with pre-dilatation and placement of a 2.25 x 12 mm taxus liberte stent. Following deployment of the stent, there was evidence of distal edge dissection which was treated with a 2.25 x 8 mm taxus liberte stent distally; because the stent was too short, there was a gap and 2.25 x 8 mm taxus liberte stent was placed. There was again some proximal edge dissection in between 2 stents which was covered by 2.5 x 8 mm taxus liberte stent. The second de novo lesion was located in proximal left circumflex artery (lcx) with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.25 mm was treated with pre-dilatation and placement of a 3.00x16mm taxus liberte stent. Following post- dilatation, the residual stenosis was 0%. No further patient complications were reported and the patient was discharged four days later on aspirin and prasugrel. In (B)(6) 2012, the patient experienced a myocardial infarction and died.